Event description:
It was reported that the device presented defective. No patient injury was reported.

Manufacturer narrative:
Manufacturing site address is unknown. Premarket (510k) number is unknown. UDI information is unknown. One used decontaminated sample was received for investigation. Under visual inspection the sample appeared to be in good condition, and no physical damage was observed. The pointer was stacked and was not returning to zero position. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. Per the supplier, this issue can occur if the device is dropped or damaged. The root cause of the reported problem could not be determined. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).